Event description:
It was reported that a boston scientific device was implanted in 2005. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(4) 2013 stated that he did not implant the device but saw the patient for follow up. On (B)(6) 2013 the patient was seen and experienced a urinary tract infection, tissue erosion, and urinary incontinence. The physician advised the patient to have the sling removed and replaced with a new one. On (B)(6) 2013 the patient was evaluated after the new sling was implanted and she suffered tissue erosion and urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.